Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shocking impedance measurement while attempting to deliver a shock, as well as a low pacing impedance. The lead was also exhibiting noise, which resulted in a shock. The lead was suspected to be fractured. As a result the lead was surgically abandoned and the and device was explanted and a new system was successfully placed on the patient's right side. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.